Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the bone was very hard and the health care professional was having a hard time removing it. The bottom piece cracked off but no part of the instrument remained in the patient.

Manufacturer narrative:
The pin was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the percutaneous reference pin was damaged when removing it. There was no patient harm and the procedure was not delayed.